Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the reported problem. He replaced the power supply. The unit passed extended self testing.